Event description:
A report was received that the patient underwent a pocket revision due to discomfort, in which the physician replaced the ipg due to the patient's preference. There was no malfunction suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.